Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had just changed her infusion set and that the one that she had used prior had issues clicking into place. She said that the insertion site was very painful and was not delivering insulin so she changed it. It still did not deliver insulin and the customer noticed that her blood glucose was high. She said that the last couple of infusion set insertions were very painful. The customer said that her blood glucose is now 551 mg/dl. She mentioned that there was a leak in her infusion set. During troubleshooting for the infusion set leak, the customer said the site itself was leaking and she was able to change the set. The infusion set will be returning for analysis.